Event description:
Reporter indicated the computer serial cable, while frayed, still worked properly. The serial cable was discarded by the reporter.

Event description:
Reporter indicated that a vns (B)(4) computer serial cable was frayed due to an unknown reason. Attempts for return of the serial cable and additional information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.